Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient could feel the stimulation but it was not controlling anything. They had the implanted device taken out and a new one put in. The patient did not remember the reason why they took it out and replaced it. There were no further complications reported or anticipated.